Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer complained about got an open book image and report that there is a crack. Insulin pump perform visual inspection and insulin pump received with pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. The crest/thus downloads were successful. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and functioning properly. No unexpected critical insulin pump error (open book) noted during testing. However, found related alarm insulin pump error alarm at the formatted history files on march 25, 2021 19:54:01.000. Alarm alert notification fault number = hardware error alarm variable info = 15 00 00 00 00 00 00 00 00 3c insulin pump was cut/open and inspected and moisture damage noted at the electronic assembly. Insulin pump passed required testing. Not confirmed critical insulin pump error (open book) alarm during testing. Confirmed related alarm insulin pump error with (variable info = 15) due to moisture damage on the electronic assemblies. Cosmetic damage confirmed where cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer complained about got an open book image and report that there is a crack. Unit perform visual inspection and pump received with pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. The crest/thus downloads were successful. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. No unexpected critical pump error (open book) noted during testing. However, found related alarm pump error 63 alarm at the formatted history files on 03/25/2021 19:54:01.000. Alarm alert notification fault number = hardware error alarm (63) variable info = 15 00 00 00 00 00 00 00 00 3c unit was cut/open and inspected and moisture damage noted at the electronic assembly. Unit passed required testing. Not confirmed critical pump error (open book) alarm during testing. Confirmed related alarm pump error 63 with (variable info = 15) due to moisture damage on the electronic assemblies. Cosmetic damage confirmed where cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment was noted. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about got a open book image and report that there is a crack. Device perform visual inspection and pump received with pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. The crest/thus downloads were successful. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No unexpected critical pump error (open book) noted during testing. However, found related alarm pump error 63 alarm at the formatted history files problem isolated to the electronic assembly. Device was cut/open and inspected and moisture damage at electronic assembly. Device passed required testing. Not confirmed critical pump error (open book) alarm during testing. Confirmed related alarm pump error 63 alarm and cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated that insulin pump performed safety and open book image was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.